Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed drive regulator calibration test. There was no patient involvement reported.

Manufacturer narrative:
The fse that encountered the issue replaced the compressor, 1/8 npt muffler, and the <100 micron muffler. The fse completed the pm to factory specifications. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0119-00-0236 rev. B, serial number (B)(6), with a reported unit failure of a failed 420mmhg test. The fat performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed and tested the compressor in the cardiosave test fixture to factory specifications per procedure and the cardiosave service manual. Tested extensively for 3 hours with no issues. Fat was not able to replicate and verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a